Event description:
The customer reported that the 840 ventilator shut down. There was no pt involvement. The customer reported to have replaced the breath delivery unit (bdu) pcb. Covidien was not authorized to svc the device.